Event description:
Developed skin rash (erythematous involving upper tosso; small prestules) pm developed rigor (chill) for 30 mins. Recurrent night time chills since; no documented fever. Rash resolved spontaneously. Has noted increased urinary freguency and stool frequency during chills.